Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the mid left anterior descending artery with moderate tortuosity and mild calcification. During removal of the protective sheath of a 3.5 x 28 mm xience sierra stent delivery system (sds), the stent dislodged from the balloon. Part of the stent remained inside the sheath. Reportedly, the physician did not observe the stent dislodgement, and the sds was advanced to the target lesion and the balloon was inflated. The sds was removed and the procedure was successfully completed with another 3.5 x 28 mm xience sierra sds. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the xience sierra, everolimus eluting coronary stent system (eecss), instructions for use (IFU) states: prior to using the xience sierra eecss, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. It does not appear that the IFU deviation contributed to the reported stent dislodgement. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.